Event description:
It was reported that when the lead was removed from the device during a change-out, the is-1connector ring seal came off. The lead was connected to the new device, and medical adhesive was applied to the lead connector. There were no adverse consequences to the patient.